Event description:
Customer's mother reported there have been air bubbles in customer's tubing and reservoir for the last couple of days. Customer's blood glucose is 266 mg/dl. Customer treated with the insulin pump. Customer was high due to an incorrect carbohydrate ratio. The air bubbles are approximately champagne size. Customer was advised the bubbles are miniscule, and to call back if they are larger for troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)